Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the mrx device first thing in the morning has a red x with a beep issue which only happens when the unit has been sitting on the shelf turned off. Intermittently failing weekly and daily battery test. There was no reported patient involvement.